Event description:
During the procedure the distal end of the guidewire broke off inside the left middle meningeal artery. The broken distal fragment remained inside the patient. The procedure was aborted. There was no reported clinical consequence to the patient. The patient was reported to be "fine".

Manufacturer narrative:
Additional information was received from the facility that the guidewire tip was shaped to 90degree. Continuous flush was maintained. The torque device was not used. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. From the information provided, the distal tip of the guidewire broke off inside the patient's artery. The tortuous anatomy and the shaped to 90 degrees distal tip could have generated excessive resistance during the withdrawal of the device. The distal end of the wire most likely was fractured as a result of the reported manipulation to overcome resistance in the tortuous anatomy. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.